Event description:
Pt developed severe midsternal chest pressure with radiation to their left arm and back. Sob, diaphoretic, and nauseous. Subacute thrombosis of stented vessels. Pt was seen at local hospital where st elevation anteriorly noted on EKG. Pt was treated with retavase and emergently transferred on IV nitroglycerin and integrilin for catheterization at this facility. Stents placed in 2004 to lad/diagonal bifurcation using the crush technique with both areas reduced to 0% with good flow. A left heart catherization was performed. The proximal lad artery is patent. The "crush stent" in the first diagonal branch is patent, yet there appears to be a hazy area in several angiographic projections within the stent in the first diagonal branch. A successful kissing balloon angioplasty of a stent in the proximal left anterior descending artery and first diagonal branch was performed. After the procedure there was no haziness visible in the first diagonal branch anymore.